Event description:
It was reported that (3) sw110 were used with the sw100 during a laparoscopic nissen fundoplication procedure. It was reported by the rep that the suture would not hold after being fired. The surgeon has been instructed on releasing tension before releasing firing lever. The case was finished with other reloads. There was no consequence to the pt.